Event description:
The hospital reported that during a normal CABG procedure, the tee probe detected that co2 embolism had occurred. The anesthesiologist noticed that the pt became hypertensive. At this time the co2 had been turned off because the vein harvesting part of the procedure was completed uneventfuly. The pt was put in a trendelenburg position unitl the co2 had dissipated and the CABG procedure was completed without any further issues. The pt is currently doing fine. At this point in time it is not known how the embolism occurred. This report is being filed because the surgeon believes the event occurred from the evh procedure.